Manufacturer narrative:
Further information from the reporter regarding the product details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported difficult to move the injector against the xen®45 gts. Physician needed to massage the area after the implantation so the xen was implanted into the correct location in the right eye. There was no eye injury. Injector has been discarded.